Event description:
It was reported that "alarms are not functioning properly patient is not being alerted when issues arise." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.